Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two scs systems (thoracic and sacral). It was reported the patient lost stimulation due to failure to recharge his thoracic system as recommended by manufacturer guidelines. Subsequently, the ipg was deemed inoperable. Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced with a new model. Effective stimulation was restored postoperatively thus resolving the issue.